Event description:
It was reported the swivel mechanism of the epiq 5g ultrasound system¿s control panel did not lock properly while transporting the system within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips service engineer verified the reported failure was due to a loose bearing. The bearing was replaced and secured in place to repair the system. The system was returned to clinical use. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.